Event description:
Same case as MDR ID#: 2134265-2012-00631. It was reported that during a stenting treatment procedure, balloon withdrawal difficulties and a vessel dissection occurred. The first 90% stenosed target lesion was located in the very tortuous and very calcified distal left anterior descending (lad) artery and the second 90% stenosed target lesion was located in the very calcified and very tortuous mid lad. The physician placed a 6f non-bsc guide catheter before placing a 180cm pt graphix guide wire. The physician used an unknown manufacturer's 1.5x20mm balloon catheter to pre-dilate the target lesions, then removed the 180 pt graphix guide wire and placed a non-bsc guide wire. Then the physician deployed a 2.25x16mm promus element plus stent at the first target lesion. When the physician attempted to withdraw the stent delivery system (sds) from the deployed stent, slight balloon withdrawal resistance occurred before the balloon was successfully removed. The second target lesion was treated with deployment of a 2.25x12mm promus element plus stent. After deployment, the physician experienced balloon withdrawal resistance. The difficulty removing the balloon caused the guide catheter to be sucked down to the proximal lad causing a vessel dissection. The vessel dissection was treated with deployment of a 3.0x16mm promus element plus stent. The patient was reported to be stable through the procedure, no further patient complications were reported and the patient's post procedure status is fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).